Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 596 mg/dl at the time of incident. The customer woke up with high blood glucose when they noticed the issue with the insulin pump. The customer was feeling sick. The customer declined troubleshooting as they already tried working on the insulin pump to see if this would work and nothing happened. The customer noticed that the insulin pump screen showed crack and white screen with some black on it. The customer reported that the display was solid white. No report of the insulin pump screen flashing when screen was turned on after being in sleep mode. The insulin pump reservoir lip ring was not damaged. The customer reported crack on the bottom left and top right of the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.